Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2009; 5076-45 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had bleeding on and off from their device implant site due to a fall one month after implant of their implantable cardioverter defibrillator (ICD). Two days after the patient suffered a fall they were brought to the emergency room and underwent a pocket revision with evacuation of hematoma. The ICD remains in use. The patient is a participant in the wrap-it clinical study. No patient complications have been reported as a result of this event.